Manufacturer narrative:
The complaint was escalated for a product analysis; however, the customer declined service and support. As such, the transducer could not be obtained for failure analysis.

Event description:
It was reported that the x8-2t transducer failed electrical leakage testing. The transducer was associated with the epiq cvx ultrasound system at the customer's site. The issue was discovered outside of clinical use and there was no patient or user harm associated with this event. The customer's complaint was addressed by initiating the service process to evaluate and replace the transducer, however, the customer declined service. Philips has started an investigation, and upon completion, a follow up report will be submitted.